Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance, however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the returned leads were incomplete. As such, no functional testing could be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00609. The pt received an scs system on (B)(6) 2009 including an ipg and two percutaneous lead. It was reported that the pt scs system was replaced due to allegations of ineffective stimulation and an increased ipg recharge burden. Effective therapy was recaptured as a result of the procedure. No further complications were reported.